Manufacturer narrative:
Bci field service engineer found a partially plugged needle cartridge waste line. The fse replaced the waste line. The spill, which was confirmed to be a mixture of blood and diluent, was cleaned up by the fse according to the defined laboratory protocol. The repair was verified per established procedures, and the results met published performance specifications. Root cause for the event can be attributed to a partially plugged needle cartridge waste line.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a liquid leak underneath coulter lh 750 hematology analyzer. The liquid was a mixture of blood and diluent. The user was wearing personal protective equipment (lab coat and gloves) at the time of the incident. The operator did not seek medical treatment. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control/risk management plans are in place. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no death, injury or change to patient treatment associated with this event.